Manufacturer narrative:
Upon inspecting the returned device it appears that surgeon used excessive force to remove nanofx guide wire from the bone. The surgeon did not use the thumb tab device during the case, which was returned unopened. The thumb tab is provided for ease of removal of the nanofx guide wire and should be used in every case. The broken nanofx guide wire was retrieved from the patient and the case was completed without other issues. There was no harm to the user or patient.

Event description:
Surgeon inserted the nanofx guide wire into the subchondral bone successfully throughout the procedure. Following the last impaction, the nanofx guide wire was stuck in the bone. While trying to remove the nanofx guidewire it broke. However, the surgeon was able to successfully retrieve the broken piece from the patient's bone. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our (B)(4) inspection held in (B)(4) 2015.